Event description:
It was reported "on (B)(6) 2024, the doctor found the swg kinked during use on the patient. It was difficult to advance. They changed a new one to resolve the issue." There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). The customer returned one arterial catheterization device for analysis. No definite signs of use were observed. The guide wire was partially advanced into the needle cannula. The distal weld was observed to be past the opening at the needle bevel. Visual and microscopic examination revealed one kink towards the distal end of the guide wire. The kink created resistance when attempting to pass through the cannula. The distal weld was present and appeared full and spherical. No other defects or anomalies were observed with any other portion of the catheterization device. An attempt to retract the guide wire back through the needle cannula was performed to perform a full functional test; however, this was not possible as the kinking prevented the guide wire from being retracted. Therefore, a full functional test cannot be performed. Aside from the resistance due to the kinking, the remainder of the guide wire was inserted with no resistance. Performed per IFU statement states, "stabilize position of introducer needle and carefully advance guidewire into vessel using guidewire handle". Manufacturing was contacted as part of this complaint. They confirmed that this is a verified teleflex issue via a previously opened CAPA. The manufacturing dates for the lot#s in question occurred prior to the CAPA implementation (07-oct-2024). A device history record review was performed, and no relevant findings were identified. The reported event was confirmed through complaint investigation of the returned sample. Visual analysis revealed kinking on the guide wire. The nature of the kinking prior to use indicates that resistance was met during initial deployment of the guide wire. A CAPA was previously implemented to address this issue. The CAPA investigation determined that the root cause is manufacturing related. The relevant lots within the reported kit were manufactured (august 2022) prior to the implementation of the corrective action (october 2024). Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "on (B)(6) 2024, the doctor found the swg kinked during use on the patient. It was difficult to advance. They changed a new one to resolve the issue." There was no medical intervention required. The patient's current condition is reported as "fine."